Event description:
It was reported that during a subclavian artery stenting procedure, stent migration occurred. The lesion was located in the subclavian artery. Lesion details are unknown. The express ld 8x27mm stent was deployed "carefully." The stent migrated and did not completely cover the lesion. Another express ld 8x17mm stent was implanted to cover the lesion. No further patient complications or injuries were reported. The patient status is reported as stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a subclavian artery stenting procedure, stent migration occurred. The lesion was located in the subclavian artery. Lesion details are unknown. The express ld 8x27mm stent was deployed "carefully." The stent migrated and did not completely cover the lesion. Another express ld 8x17mm stent was implanted to cover the lesion. No further patient complications or injuries were reported. The patient's status is reported as stable. It was further reported that the 80% stenosed lesion was located in the mildly calcified and non tortuous subclavian artery. The lesion length was "around" 20mm. The stent migrated "around 5mm."

Manufacturer narrative:
(B) (4)